Event description:
The customer reported the I/a handpiece and tip were loose during surgery. The surgeon completed I/a manually. No patient injury was reported.

Manufacturer narrative:
No samples have been received for evaluation. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).